Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a procedure, the device did not activate. No further details will be made available. The patient status is alive with no injury.